Event description:
The customer observed a falsely elevated architect total hcg result generated on the architect i1000sr processing module for two patients. The following results were provided: (B)(6), sid (B)(6) initial result = 600.37 iu/l, new sample result = <1.2 iu/l (B)(6) 2025 repeat result from previous sample = >1.2 iu/l the following results were provided and the four sids are for the same patient: (B)(6) 2025 sid (B)(6) initial result 31.28 iu/l, repeat results with (B)(6) = <1.20 iu/l, sid kerr967rpt = <1.20 iu/l, sid kerr1108rpt = <1.20 iu/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total -hcg result generated on the architect i1000sr processing module for two patients. The following results were provided: on (B)(6) 2025, sid (B)(6), initial result = 600.37 iu/l, new sample result = <1.2 iu/l. On (B)(6) 2025 repeat result from previous sample = >1.2 iu/l. The following results were provided and the four sids are for the same patient: on (B)(6) 2025, sid (B)(6), initial result 31.28 iu/l, repeat results with sid (B)(6) = <1.20 iu/l, sid (B)(6) = <1.20 iu/l, sid (B)(6) = <1.20 iu/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68529ud00. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. The overall performance of architect total b-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 68529ud00 was identified. All available patient information was included. Additional patient details are not available.